Manufacturer narrative:
H3: one device was received for evaluation. Service history identified that the current complaint was not related to the previous service. Visual inspection and functional checks were performed. The reported problem was confirmed as the investigation found a nonfunctional downstream occlusion (dso) sensor. The dso sensor will be replaced to solve the issue.

Event description:
It was reported that the device exhibited a "cassette not connected properly, reattach cassette", this occured increasingly. There was unknown patient involvement.